Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn 59051637 has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that a defective electrode belt caused or contributed to the patient's death. The device acted as designed and treated the patient during a treatable arrhythmia. Manufacture dates: monitor: 8/5/2016 belt: 3/22/2013

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home, where he lost consciousness and was taken to the hospital by ems. Prior to passing, the patient was appropriately treated by the lifevest. At 5:08:09, the patient received a treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was vf. The patient received a second appropriate shock at 5:08:30. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was bradycardia at 25 bpm. The patient's rhythm then degraded to asystole with CPR artifact at 5:56:53. The rhythm then transitioned to sinus bradycardia at 50 bpm with non-sustained ventricular tachycardia (nsvt). The rhythm then degraded to asystole with intermittent cardiac activity and motion artifact until the electrode belt was disconnected at 06:17:25 on (B)(6) 2018. There is no indication that a device malfunction caused or contributed to the patient's death. The device acted as designed and treated the patient during a treatable arrhythmia. As the lifevest failed to convert the first arrhythmia, and the patient passed away within 24 hours, making the determination that this event is reportable.